Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hypoglycemia. The customer's blood glucose level was 46 mg/dl. It was reported that the customer had low blood glucose but was able to treat it already. The customer stated that they hate the clip and felt that might break the insulin pump. The device will not be returned for analysis.